Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that the customer's blood glucose was high. The caller stated that the customer had kidney issues, had kidney surgery, had heart disease, high cholesterol, had a stroke, and a missing toe due to diabetes complications. The customer's blood glucose at the time of death was above 300 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis, at this time.